Event description:
Upon inspection after the case, staff noticed the tip cover was cut, which is something that protects the patient from electrocautery burns. Looking at the tip cover, it looks like it was burned, which caused the cut. The tip cover also has two burn holes on it. When looking at the scissors, burn marks match up with the burns on the tip cover. Staff did not notice anything during case. These results were seen after the completion of the procedure.